Manufacturer narrative:
(B)(4). Unit received with dog chew marks at reservoir tube area and on/around lcd display window area. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, deep minor scratches on lcd window, missing display window cover, pillowing keypad overlay and slightly peeling end cap address label.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the dog chewed and cracked the screen and swallowed the battery cap. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.